Event description:
The patient reported looking at the pump to find the pump on the normal bolus screen showing zero units. The patient reported that the pump would not respond to any button presses. The patient reported that the pump was rebooted and the pump appeared to be working normally however, later the pump was found to be unresponsive on the normal bolus screen. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the vibration motor had failed, and there was evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.